Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump was over delivering. Customer¿s current blood glucose was 2.3 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not treated. The insulin pump was not on auto mode at the time of incident. Customer alleging possible insulin pump was over delivery because the blood glucose level was- low for over 2 days. No harm requiring medical intervention was reported. The customer will continue to use the device.